Event description:
As reported, during incoming inspection, a broken syringe tip was found inside the biopsy port inlet. The broken syringe tip was removed using a tweezer. According to the customer, another device was used to complete the procedure. There was no patient harm or injury reported on this event. No user injury reported.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause was presumed to be that the staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with the instructions for use (IFU). This suggested phenomenon was deemed a preventable event. The IFU (operation manual) states the following: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer contacts information and correction on device receipt date. The receipt date is being updated from january 9,2022 to the correct date of january 6, 2022. The following sections were updated: device available for evaluation, initial reporter name and address, initial reporter health professional, initial reporter occupation,date rec¿d by MFR, if follow-up, what type, adverse event problem and manufacturer narrative. Investigation ongoing. This report will be supplemented accordingly following completion of investigation.